Event description:
The patient reported that the down arrow button was intermittently responsive for a few weeks and subsequently the down arrow was completely unresponsive. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under all button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.